Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. A visual inspection was performed on the returned delivery system. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, distal right coronary artery (rca), the 3.5 x 23 mm xience alpine stent delivery system (sds) met anatomical resistance and failed to reach the distal lesion. Removal of the device was attempted, but resistance was met in the proximal part of the lesion, so the stent was deployed without issue. Optical computed tomography (oct) showed full wall apposition of the stent. A second stent was advanced and deployed in the distal rca without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.